Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous proximal to distal left anterior descending artery. After predilation, a 3.00 x 32 synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion. The device was smoothly removed and it was noted that the near distal edge of the stent was lifted. Further dilatations were then performed and the procedure was completed with another 3.00 x 32 synergy¿ des. There were no patient complications reported.